Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering and they experienced high blood glucose level of 200 mg/dl. Mentioned issue had happened before but it was getting worst. Customer stated when the reservoir got down to 50 units or lower. Mentioned he need to take double the insulin for his blood glucose get back range. Spouse of customer had done the troubleshooting for the issue but he still had same issues. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections. The drive support cap appears normal. No harm requiring medical intervention was reported. Reservoir will not be returned for analysis. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Device passed the delivery accuracy test at 0.0876 inches. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.